Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from different parts of the bag ¿corner tab by fill port¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 19, 2021 - april 20, 2021. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed and a leak was observed inside the left side bottom shoulder port weld corner of both samples. Functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a bottom shoulder port weld defect that causes a leak in both samples. The reported condition was verified. The cause of the condition was due to an insufficient seal at the bottom left side shoulder port weld area during the manufacturing weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.